Event description:
A customer reported a complaint of a high reading on their precision xtra blood glucose meter compared to a laboratory reading. The customer obtained a reading of 300 mg/dl compared to a lab value of 125 mg/dl. When plotted on a parkes error grid the results fall in the "c" zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.